Event description:
In (B)(6) 2010, at the (B)(6), the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient went to the hospital for a coronarography. On arrival, it was noticed that the effluent was cloudy but the patient had no complaints of abdominal pain. On (B)(6) 2010, biological investigations were performed on the peritoneal effluent, and (B)(6). The physician diagnosed the patient with aseptic peritonitis. The patient did not require hospitalization, and there was no break in aseptic technique. On (B)(6) 2010, the patient was treated with cefacidal (cefazoline) 1g intraperitoneal (ip) daily and fortum (ceftazidime) 1g ip daily for two days. Then oflocet (ofloxacine) orally for (B)(6) (dose not reported). On (B)(6) 2010, the patient went to the hospital for training on automated peritoneal dialysis (apd). On arrival, the effluent was cloudy. (B)(6). The physician diagnosed a second episode of aseptic peritonitis. The patient was not hospitalized, and there was no break in aseptic technique. On (B)(6) 2010, the patient was treated with cefacidal 1g ip daily and fortum 1g ip daily for (B)(6). At the time of reporting, cefacidal and fortum remained ongoing. It was not reported if the first episode of aseptic peritonitis resolved, and it was unknown if the second episode resolved. Pd therapy continued. The patient's medical history and concomitant medications were not reported. According to the nephrologist, aseptic peritonitis was related to the peritoneal dialysis solutions but the physician could not suspect one product in particular. The patient recovered on an unspecified date. Pd therapy continued without change.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).